Manufacturer narrative:
Additional information: section d-6b date explanted: not applicable as the iol remains implanted, therefore not explanted. Section e-1 reporter telephone number: (B)(6). Section h3-81: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the zlb00 model intraocular lens (iol) was implanted into the patient¿s operative eye. Doctor reports complaints of decreased visual acuity due to scratches on the lens. Device directions for use were followed. The following are all unknowns: daily activities that the patient cannot perform that he/she was able to prior to surgery, incision enlargement, suture(s), vitrectomy, delay in procedure, and medical attention or medication prescribed (outside of standard care). Iol explant is scheduled in thirty (30) days. The suspect iol is not available for return as it remains implanted. Patient status reported as temporarily impaired and unknown. No further information is available.